Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 after 12pm. The patient manages her diabetes with insulin (no adjustments); however, it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation, at 1:30pm that day, the patient reportedly developed symptoms of dizziness and cold sweats and at the onset of her reported symptoms, the patient consumed food and/or drink as self-treatment. During troubleshooting, the csr noted that the alleged issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.